Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, g2 of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, bending section was seriously dented, image abnormality occurred at angulation. Therefore, it is presumed from the charged coupled device (ccd) cable has been already broken slightly by being pressed. Subsequently, the cable may have been completely broken at angulation. The event can be prevented by following the instructions for use (IFU) section: ·operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had entire screen becoming black and shows no image (blackout able to restore). The issue occurred during therapeutic bronchoscopy procedure which was completed using a similar device. There were no reports of patient harm.